Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical analysis, a stylet intended to be used with this lead could be inserted and advanced within the lead's lumen only with resistance as mentioned in the complaint description. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. The visual inspection showed deformations of the inner coil close to the is-1 connector pin. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. With regard to the threshold measurements mentioned in the complaint description, the analysis of the lead did not show any deviations. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the lead was intended to be repositioned due to increased pacing threshold. During the procedure there were problems with extracting / retracting the helix, so it was decided to explant and replace the lead. No adverse patient side effects were reported.